Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the team mentioned the level, temperature, and air bubble modules. The team swapped out the temperature module and then used the pump for another case with no issues. The fsr was unable to duplicate the reported complaint. A data log review showed that the pressure module was behaving unusually, having a lot of starting applications that did not seem to be functioning correctly, which could have been the cause of the false alarms. No other issues were found on the log review. The fsr replaced the pressure module, and all functional testing was completed successfully. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the pressure module started to alarm and red x's appeared over the icons on the central control monitor (ccm). The alarms went away quickly, and the pumps did not stop. The team used the system for the remainder of the case with no additional issues. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.